Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in pre-cleaning or manual cleaning. The customer reported during pre-cleaning, the detergent and water were aspirated through the device and the channel; the ports, channels and suction cylinder were cleaned with brushes with no abnormalities noted. During examination, the reported issue was confirmed; foreign material was identified exiting the channel. The source of the foreign material was not definitely established. Functional testing identified the following issues: the cleaning brush could not fully pass through the channel due to blockage; the forceps could not fully pass through the forceps channel due to blockage; the distal end's insulation resistance was out of specifications and the distal end cover showed burn damage as a result; the angulation control was out of specifications for the "down" direction due to a worn angle wire; the flexibility adjustment was non-functional due to a deformed flexibility ring; the light guide lens was broken; and the distal end's adhesive was peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to inadequate cleaning. The foreign material could not be identified. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite colonovideoscope had foreign material. The customer reported the issue was found during preparation for use. The patient's diagnostic procedure was completed with a similar device with no delay in procedure. No adverse effects to patient reported.